Manufacturer narrative:
The dc-110b main unit which has the stimming controls, becomes disconnected from the mee-1000a pc system which is used for evoked potentials, eegs, and emgs. The mee-1000a software needs to be restarted for the device to be operable. The event logs have been sent to nihon kohden for evaluation. The unit was in use on patients at the time, but no patient harm was reported. After the evaluation, the issue was determined to be caused by a combination of the load to pc being increased and the use of software not recommended to be used with the device.

Manufacturer narrative:
The dc-110b main unit which has the stimming controls, becomes disconnected from the mee-1000a pc system which is used for evoked potentials, eegs, and emgs. The mee-1000a software needs to be restarted for the device to be operable. The event logs will be sent to nihon kohden for evaluation. The unit was in use on patients at the time, but no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The dc-110b main unit which has the stimming controls, becomes disconnected from the mee-1000 pc system which is used for evoked potentials, eegs, and emgs. The mee-1000a software needs to be restarted for the device to be operable.